Manufacturer narrative:
Investigation result of clip assembly mashed onto bushing. A visual examination of the returned device noted that the clip assembly was mashed on to the bushing and could not be deployed. The prongs were bent, would not open or close, and were not locked in to the capsule. It was also noted that the over sheath had a tear at the distal end. Product analysis confirms the reported event; however, investigation also found the clip assembly mashed on to the bushing, the clip would not release from the catheter, with clip arms/prongs bent and the sheath detached. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not open and close. Another resolution clip device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation result: clip assembly mashed onto the bushing.